Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 16 occurred during the load process. The customer's blood glucose level was not impacted. Reportedly, the customer indicated that a new cartridge would be loaded. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.